Event description:
It was reported to boston scientific corp that a radial jaw 3 pulmonary single-use biopsy forceps was used during a pulmonary biopsy procedure of the lung, performed on (B)(6) 2009. According to the complainant, following the third biopsy, the device would not close. The device and the scope were removed from the pt in tandem. The device was manipulated by hand to facilitate removal of the device from the scope once outside the pt. As all necessary biopsies were collected, the procedure was completed with this radial jaw 3 pulmonary single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).